Event description:
During a hemorrhoidectomy procedure, the device would not cut or staple. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.